Manufacturer narrative:
(B)(4). This report is cancelled because currently MDR is being used in place of the specific region report.

Event description:
This customer reported unexpected pacing behavior when using the mrx with a sim man simulated pt. This was noticed in simulation testing only.